Manufacturer narrative:
Evaluation summary: a field service engineer (fse) went to the facility and evaluated the device. Per the fse after speaking with the customer, they advised the smell was a burning smell and there was smoke coming out. On 03/05/09 the instrument required replacement of seconday power supply.

Event description:
Reportedly, device smells of fumes; it burns. It was reported that during set up, the machine had a smell.